Event description:
It was reported that a flo-gard infusion pump had a problem regulating the volume. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Review of the device logs and visual testing could not identify the reported issue. Functional testing was unable to identify a volume regulation issue as the device operated within specification. The condition could not be verified. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.